Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. It was reported that the cns could not locate the alarm the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cns stated night nurse reported device alarmed and stopped therapy around 4am in an arctic sun device. Patient temperature (pt) was not getting to targeted temperature (tt). Wanted to confirm device was working appropriately as patient temperature (pt) should have met tt at 8:30am this morning but device was adding time to warm now. Patient temperature (pt) was 35.6c (esophageal) axillary 36.2c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.2c, water flow rate (wfr) was 1.3 l/m. Walked through event log and cns could not locate the alarm that reportedly occurred at 4am. Event log did show alert 116 (patient temperature 1 change not detected) and alert 117 (patient temperature 1 change not detected) at 21:01. Advised those alerts or alarms note patient temperature 1 change not detected. Confirmed esophageal probe placement was verified with xray. Suggested they get a secondary core temperature for true comparison. Rectal temperature reading 35.4c. Checked system diagnostics showed that the outlet monitor temperature (t1) was 40.2c, outlet control temperature (t2) was 40.3c, inlet temperature (t3) was 39.2c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, heater 28, water reservoir level (wrl) was 5, system hours were 214.9 pump hours were 176.9. Note device was performing as expected. Confirmed high water temperature (wt) was limit was set to 40c and that they did not want to change to 38c for neonate. Advised delay in reaching targeted temperature (tt) appeared to be patient related. Discussed utilizing radiant warmer or warm blankets if not contraindicated in their protocol. Also advised that they need to be doing diligent skin check according to their protocol as patient temperature was being exposed to very warm water. Noted if water temperature (wt) remained between 38c and 42c for an extended period, they would receive safety alarm reminding them to do the diligent skin checks. Noted would reach out to tm and cc cns on email to follow up with data download at completion of therapy. Encouraged to call back with any additional questions/concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cns stated night nurse reported device alarmed and stopped therapy around 4am in an arctic sun device. Patient temperature (pt) was not getting to targeted temperature (tt). Wanted to confirm device was working appropriately as patient temperature (pt) should have met tt at 8:30am this morning but device was adding time to warm now. Patient temperature (pt) was 35.6c (esophageal) axillary 36.2c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.2c, water flow rate (wfr) was 1.3 l/m. Walked through event log and cns could not locate the alarm that reportedly occurred at 4am. Event log did show alert 116 (patient temperature 1 change not detected) and alert 117 (patient temperature 1 change not detected) at 21:01. Advised those alerts or alarms note patient temperature 1 change not detected. Confirmed esophageal probe placement was verified with xray. Suggested they get a secondary core temperature for true comparison. Rectal temperature reading 35.4c. Checked system diagnostics showed that the outlet monitor temperature (t1) was 40.2c, outlet control temperature (t2) was 40.3c, inlet temperature (t3) was 39.2c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, heater 28, water reservoir level (wrl) was 5, system hours were 214.9 pump hours were 176.9. Note device was performing as expected. Confirmed high water temperature (wt) was limit was set to 40c and that they did not want to change to 38c for neonate. Advised delay in reaching targeted temperature (tt) appeared to be patient related. Discussed utilizing radiant warmer or warm blankets if not contraindicated in their protocol. Also advised that they need to be doing diligent skin check according to their protocol as patient temperature was being exposed to very warm water. Noted if water temperature (wt) remained between 38c and 42c for an extended period, they would receive safety alarm reminding them to do the diligent skin checks. Noted would reach out to tm and cc cns on email to follow up with data download at completion of therapy. Encouraged to call back with any additional questions/concerns.